Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was not working and "difficult to press". Customer pressed the wake button multiple times and the wake button performed as intended but was still "difficult to press". Customer's blood glucose level was 118 mg/dl. Customer continued to use the pump for insulin therapy.